Event description:
A distributor reported that a cartridge alarm, specifically alarm 30, occurred with the customer's insulin pump while loading. There were no notable events leading up to the alarm, and a second cartridge load with proper technique resulted in the same alarm. The customer's blood glucose level at the time of the event was not available. The pump was confirmed to be within warranty, and the customer was informed of the need for a replacement. Tandem technical support initiated a return merchandise authorization (RMA) for the pump, provided instructions for return, and confirmed the customer's shipping address. The customer chose not to share information regarding their backup insulin therapy.